Event description:
It was reported that air bubbles were observed within the tubing. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Customer primed the tubing to address the issue.